Event description:
The patient reported an infection, impaired healing, as well as discharge from the wound. Antibiotics were not prescribed as the patient is on daily antibiotics for an unrelated infection. The commercial team member met with the patient on (B)(6) 2025 and noted the device was going to be explanted, but after consultation with the physician, it was not clear they had an infection. The commercial team member also noted the patient has been pushing on the thigh and moving the fluid down to the incision to get it out. The implanting clinician instructed the patient to stop doing this in order for the wound to heal. The patient will follow-up with their infectious disease doctor and was instructed to try to let it heal. As of (B)(6) 2025, the patient has not seen the infectious disease doctor. Several attempts have been made to contact the patient for additional information without success. Additional information is not available at this time.

Manufacturer narrative:
The surgical issue questionnaire was submitted by quality with limited information. Not prescribing antibiotics pre-operatively, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the patient reported an infection after an unrelated back implant surgery and is on now daily antibiotics. Additionally, the patient has been pushing on their thigh and moving fluid down to the incision which the implanting clinician has advised against. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to age, weight, or mental capacity as they are on daily antibiotics after getting an infection from an unrelated back implant surgery (user error-clinician). Non-compliance to the IFU as the patient has been pushing on their thigh and moving fluid down to the incision (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.